Manufacturer narrative:
Continuation of d11: product ID: neu_unknown_lead, lot# unknown, explanted: (B)(6) 2019, product type: lead. G9- the manufacturing site ID was previously reported as (B)(4). Additional review indicates the correct manufacturing site ID is (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that there was a possible short circuit between 0 and 2, no impedance problems visible on 4-7, and high impedances on 8-15. The ins, both leads, and an extension were replaced on (B)(6) 2019.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, serial#: unknown, explanted: (B)(6) 2019, product type: extension, product ID: neu_unknown_lead, lot#: unknown; product type: lead. Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown; product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient¿s previous ins was replaced on (B)(6) 2019, due to elective replacement indicator (eri) five days after implant. This was reported in manufacturer report # 3004209178-2019-06869. During surgery once the ins was replaced, it was found that two contacts (11, 14) on two different quad leads had impedance > 10,000 ohms. Therefore, the physician replaced the extensions, however the two contacts still had high impedance and the physician decided not to replace the leads at this time. During intra-operative and post-implant testing, when turning on two of the leads with no impedance issue the patient could not feel stimulation until reaching approximately 9v. We thought that perhaps this was linked to local anesthesia. On (B)(6) 2019, during a follow-up programming session in an attempt to improve stimulation in the back, the battery was found to be functioning properly, and there was no difference from the previous session with regards to impedance, with contacts 11 and 14 still showing >10,000 ohms. The patient reported very good stimulation in the right back region with strengths between 3-5 v. On the left side, the stimulation was less noticeable and reached as strong as 10 until it was felt. It was explained to the patient that they should try not to use the ins"24/7," but rather when pain or pain appears, and the patient appeared to understand and used the ins effectively. On the (B)(6) 2019, the patient was seen again for follow-up following the physician¿s request. Immediately the message eri appeared on the clinician programmer as well as the patient programmer. The patient reported that she had no exposure to any magnetic source and has not fallen. The patient programmer continued working during the session however it appeared that the ins was already nearly empty. The physician has not yet decided what actions or interventions will be taken to resolve the event. No further complications were reported or anticipated.